Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 088. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: during investigation, a review of the black box and alarm history showed multiple call service 088 alarms. During testing, the pump powered on with no call service alarms. The pump was exercised for 24 hours and no alarms were emitted. The original complaint of a cs088 call service alarm issue was shown in the pump history but was not duplicated during testing.